Event description:
During mechanical thrombectomy for an lmca stroke, the distal tip of the marksman catheter fractured and landed in pca branch of patient's brain where it remains.

Event description:
During mechanical thrombectomy for an lmca stroke, the distal tip of the marksman catheter fractured and landed in pca branch of patient's brain where it remains.